Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # u5ey8j. (B)(4). Additional information was requested, and the following was received: could you please clarify what part of the device broke? Yes, piece broke off, appears to be part of reload. If yes, did any pieces fall into the patient? It fell into patient, was retrieved. Could you please clarify if there were any patient consequences? There was no patient consequence or additional steps other than opening another tx30v to finish case. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Device analysis: the analysis results showed that the tx30v device arrived with no apparent damaged and with a reload not properly loaded on the device as the pin arm was not engaged with the retaining pin, not allowing the device to function as intended. The reload was received damaged as the rear cap was broken off and fully loaded with staples. No functional test was performed due to the condition of the reload. The reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated, and a click is heard. If the instructions are not following the reload may became damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that a tx30v device broke during lobectomy on pa/pv second firing of the device- no patient consequence- opened another tx30v to complete the case. No delay to the surgery. Fragments were generated and removed. There were no patient consequences.